Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used enlite sensors and performed bicarbonate buffer test. All 3 sensors failed with low readings. Also found all cannulas split from tubing.(B)(4)

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 324 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.